Event description:
It has been reported to philips that at the beginning of an examination on an emergency patient, the wireless footswitch was not operational. Both the battery and the wi-fi led indicators were red. The examination could not be started and the patient was moved to another system. The customer has a wired footswitch available for use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, both the battery and the wi-fi led indicators were red, which indicates an error in the wireless connection. The philips engineer reset the wireless footswitch by replacing the battery. By removing the battery, the power to the footswitch is removed which resets the software. The same effect would be achieved by reinserting the battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information. Patient information was not obtained due to privacy laws. Codes and manufacture date were updated based on the investigation outcome. The event date was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.